Event description:
It was reported that the patient presented for follow-up. Low hv lead impedance was observed. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.